Manufacturer narrative:
Additional information: h3, h6 and h10. The device was not received for evaluation; however, a photograph and video of the sample were provided for evaluation. Visual inspection of the provided video showed that a blood leakage occurred at the level of the male luer lock (mll) of the return line. Visual inspection of the provided picture showed that the cone of the mll of the return line is cracked. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. The nonconformance has been established to carry out the modification of male luer lock assembly of prismaflex sets in order to solve the issues. Design change has been initiated and its implementation is ongoing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed during treatment with a prismaflex m100 set. The male luer of the return line appeared to be shorter hence resulting in a leak when connected to patient. There was no patient injury or medical intervention associated with this event. No additional information is available.